Event description:
The customer called and reported there were cracks on the reservoir compartment of the insulin pump and no delivery alarms were received. The customer's blood glucose was 156 mg/dl. Customer declined to troubleshoot no delivery alarms. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.